Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016-product analysis: the device was returned and evaluated by product analysis on 01/08/2016 with the following findings: investigation could not duplicate or confirm the complaint. Review of the pump¿s black box revealed no abnormal pump behavior or related alarms. The pump¿s total daily dose was appropriate for the user programmed delivery settings. The pump was manually suspended on (B)(6) 2015 at 18:25 and manually resumed at 18:40. The pump was not active from (B)(6) 2015 at 12:19 until (B)(6) 2015 at 10:48. The pump was manually suspended following a loss of prime issue on the day of the alleged event; the pump was then manually resumed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 415 mg/dl with blurred vision and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. A healthcare provider insisted the pump be replaced. This complaint is being reported because the reported health event was attributed to an alleged pump issue of unknown cause.